Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during the device interrogation several episodes of ventricular tachycardia were recorded in the arrhythmia logbook with a vp (vs) pattern. The boston scientific sales representative (sr) also noticed that the right ventricular (rv) lead threshold measurement had increased from 0.75v to over 4.0v. Boston scientific technical services advised the sr that these issues were likely related to loss of capture . Due to the high threshold measurements, the sr suggested an x-ray to see if the rv lead had dislodged. Prior to the x-ray being obtained, the patient passed away from other health related issues. It was noted that the patient was already in the hospital for kidney failure at the time of the device interrogation. No additional information is available at this time to the sr or boston scientific